Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that she was treated with insulin drip. It was stated that the hospital did not want to release the customer with long lasting insulin, and they requested some supplies. No further information was provided.